Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, error codes appeared on the console screen. The patient was under general anesthesia, and the procedure could not be completed due to the event. There were no clinical consequences to the patient.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, error codes appeared on the console screen. The patient was under general anesthesia, and the procedure could not be completed due to the event. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 05 august 2020 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The service repair was performed on site by the field service engineer. During service repair, the water bottle was observed to be leaking. The water bottle leak identified during the console repair likely contributed to the as reported error message. Therefore, the as reported event was confirmed. The water bottle was replaced. The fse set the radio frequency (rf) to 65w and waterflow to 2.1 liters per minute (lpm). The fiber port was cleaned. All the settings were tested in customer mode (vaporization & coagulation mode). The console electrical safety test passed and the console works properly according to all boston scientific specifications. Based on the observed water bottle leak, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.